Event description:
Set leaks from below the filter. Facility returned the defective products to MFR but MFR sent products from the same lot. Facility is concerned with leaks since they are used for chemotherapy.